Manufacturer narrative:
Additional information: the non-medtronic wire which the closurefast device was inserted over broke off when it was being taken out of the catheter. The broken tip was retrieved. There is no allegation against the closurefast. The medwatch report was filed in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medwatch ref: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using closurefast ablation device during procedure and it was reported that the catheter tip broke off in the vein to be ablated. Subsequently, the tip was manually retrieved. No further patient injury was reported for this event .